Manufacturer narrative:
Additional information was received on december 12, 2016. Physician¿s opinion regarding the cause of the adverse event is that pulmonary vein isolation carries an intrinsic risk for perforation. Physician indicated that it is difficult to relate a specific ablation lesion to the injury. It was noted that a sudden rise in ablation index could possibly be associated with an injury. In this case, the area of injury can be identified at a specific point on the 3d map, where the ablation index suddenly rose. It was also noted that there was a mismatch between the rotational angiography and the fast anatomical map (fam) data. Physician indicated that these issues and difficulties with transseptal puncture could both cause perforation. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system (model# m-4800-01 serial# (B)(4)); coolflow pump (model# m-5491-01 serial# (B)(4)); ep shuttle rf generator (model# 39d-76x serial# (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring surgical intervention. During the transseptal puncture, the pericardium was inadvertently punctured due to atypical anatomy. A second transseptal puncture was successful. The procedure proceeded without incident. The patient¿s blood pressure remained within normal limits throughout the procedure. Ten minutes post-procedure, the patient became hypotensive and a tamponade was discovered. The patient was sent for surgical intervention and required extended hospitalization in the intensive care unit. The adverse event was assessed to be life-threatening. Factors that may have contributed to the adverse event include atypical anatomy. The physician did not provide a causality opinion. The nurse indicated that the tamponade was related to the first transseptal puncture attempt, which inadvertently punctured the pericardium. However, it was noted that the exact site of injury was unknown. A transseptal puncture was performed with a st. Jude medical brk-xs series transseptal needle. Sheath was a st. Jude medical fast cath sro 8.5 french. Generator parameters included power control mode with a temperature cutoff of 48°c. Power was not titrated. Irrigated catheter flow was set on 17ml/min while ablating at less than 30 watts and 30ml/min while ablation at more than 30 watts. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds. The smarttouch catheter was not in close proximity to another catheter. Smarttouch was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.